Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event. The same day as event onset the patient was treated with intraperitoneal (ip) injection vancomycin (1 gm, once in five days) and ip injection ceftazidime (1gm daily) for cloudy effluent. Antibiotic treatment was ongoing for fourteen days. The patient was discharged three days after admission. Dianeal and extraneal therapies were ongoing. The patient was recovered from this peritonitis event (two days after onset). No additional information is available.